Event description:
A small screw, which fell out of the femoral impactor, ended up "bring left" in the patient's tibial medullary canal. This event occurred outside of the us, in the UK.

Manufacturer narrative:
Engineering evaluation of the returned instrument confirmed that one of the screws holding the polymer surface was missing. The single remaining screw holding the polymer surface was proud over the polymer and it was loose enough to be turned with bare hands. There were deformations around the single screw hex key consistent with repetitive tightening of the screw. These devices are monoblock instruments and are not intended or designed to be disassembled for any purpose. The device history record review provided assurance the part was accepted with conformance to the product requirements.